Manufacturer narrative:
A medtronic representative visited the site and evaluated the system. The stand alone board was suspected to be defective, preventing the generator from initializing. The suspect stand alone board was returned for medtronic's evaluation. Evaluation found electrical fault on the board. A replacement board was shipped to the site. Upon replacement, a full system checkout was successfully completed, with all checks passing. The system is now fully functional. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
Site reported that during a spinal fusion case, the generator bar for the x-ray on the imaging system was scrolling and displaying an error regarding communication. Several reboots were attempted. Site also shut down the system, unplugged and replugged the umbilical interface cable, and was still unable to resolve the error. Site discontinued use of the imaging system and completed the procedure using a c-arm, with no adverse effect on patient outcome.